Event description:
It was reported that pump displayed malfunction alarm code malf 0 with no notable events occurred before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted the caller in resetting the pump, and malfunction code did not recur thereafter. The customer was advised to continue using the pump.